Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va0fctr, implanted: (B)(6) 2014. Product type lead. Ubd: 2018-01-15, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that their stimulator worked for a while, "maybe two to three years", then stopped working. Patient stated they have to use a foley catheter that they can't stand anymore. Patient stated they have moved from florida to new york, and inquired if they can use their ins again or keep the same lead. During the call, it was reviewed with the patient eos considerations and therapy overview. Patient was redirected to their healthcare professional (hcp) to further discuss. Patient wanted to find out if this had something to do with patient or if the lead got shifted. Patient stated they were told by their hcp in florida that their battery was still good. Patient aid their ins was for bladder retention.

Manufacturer narrative:
Date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor. It was reported that the patient stated they feel like they were starting to retain and they wanted to increase the stimulation or change the programs, but confused on how to do it because they show a remote in the manual and all they had was a wire. Patient services reviewed that the patient did actually have both the antenna and the programmer. Patient said the return of symptoms started in (B)(6). Patient reported that stimulation was on, and programmer batteries were 3 quarters full, and they were on program 3 at 1.4v patient didn¿t feel stimulation, and during the call they increased stimulation to 1.6v and then felt stimulation. There were no further complications reported. Additional information was received from the patient stating that the circumstances that led to the loss of stim, loss of therapy, and retaining were unknown. The patient noted they could only think that their body got used to the same ¿signals¿. It was reported that raising the ¿signal¿ resolved the event ¿for now¿. Additional information was received. Healthcare provider reported that the patient went to the ER the day of the report for urinary retention that had been going on for 3 days. The patient told the caller that they thought the ins may be dead and the doctor wanted someone to check the device. The caller was going to place a foley catheter and the patient had an appointment scheduled with their urologist the following monday. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's ins worked for 2.5 years and then about 4 months prior to the call the patient started retaining. According to the patient their healthcare provider (hcp) wanted to "change some wires" and did so on (B)(6). The patient was still retaining after seeing their healthcare provider (hcp), the ins was found to be at 60%. Prior to the call the patient had tried program 1 and 3, but the patient wondered if it was defective or if their condition was worse, the patient did not know. The patient did mention a fall in 2014, but the fall did not appear to be related to the patient's therapy change as the patient described the change as 2.5 years after implant. Additionally, the patient indicated that they have not had a foley catheter since (B)(6) 2018 due to the patient's parkinson's, but home services has been coming each day to catheterize the patient. Since (B)(6) the patient has been feeling stimulation in their rectum. The patient was advised to follow-up with their hcp to continue working on changing programs. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.